Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service dealer performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was found to be defective and recommended for replacement. The hospital has not agreed to this repair.

Event description:
The hospital reported the unit had a restart error and automatically shutdown. There was no report of patient involvement.